Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range.

Event description:
It was reported that the right ventricular (rv) lead had a high impedance warning on tip to rv coil. A possible fracture was suspected. The lead was reprogrammed and remains in use until the patient can be scheduled for a lead revision. At the time of the patient¿s lead revision it was also reported that the rv lead¿s impedance fluctuated erratically the past week and the patient was sent to the ER (emergency room) where the patient was told that they needed an extraction of the lead and a new lead. The patient then had a lead revision where the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.